Manufacturer narrative:
On 16 december 2016 the patient match department performed a planning review for this case and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. Batch review performed on 29 december 2016. Lot 152355: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The discomfort is due to too much slope in the original tibia cut. The surgeon revised insert, femoral component and tibial tray. The surgery was completed successfully. X-rays and explants are not available.